Manufacturer narrative:
(B)(4). Approximate age of device-8 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient has a chronic pseudomonas driveline infection. The patient presented with erythema, fever and scant drainage with an onset of (B)(6) 2017 and a confirmation of the infection on (B)(6) 2017 with a positive driveline culture. The patient was given IV antibiotics however was transitioned to oral cipro. The patient is reported to be doing well and remains currently on IV antibiotics (cefepime) and is seen in the clinic every two weeks. No additional information provided.

Manufacturer narrative:
A specific cause of the reported event could not be determined through this investigation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.